Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had reached end of service (eos) status approximately one week after being implanted. The device was removed and replaced. No patient complications have been reported as a result of this event.